Event description:
The surgery was conducted on (B)(6) 2026. After surgery, the patient is unable to dorsiflex the ankle and is peroneal nerve palsy. The physician commented that he suspect that the sciatic nerve, which is connected to the peroneal nerve, may have been compressed during the surgery.